Event description:
On (B)(6) 2013, posey received a complaint regarding an injury that was sustained by a pt, who apparently escaped from a posey restraint (posey limb holders, prescribed to prevent tube pulling). The incident occurred on (B)(6) 2012. Posey had no prior notice of this event. The report provided indicated that, on (B)(6) 2012, a pt was hospitalized and received emergency treatment for a head injury resulting from a fall of 20-25 feet into a garage area. It was reported that the pt's blood alcohol level was "2 something." A CT scan and MRI conducted confirmed brain injury. On (B)(6) 2012, shortly after being attended by a nurse, the pt fell in her room. Prior to her fall, the facility indicates that posey limb holders were in use, and that the bed rails were in the raised position. A nurse heard a sound and, when she returned to the room, found the pt on the floor. It is unk whether the pt had removed one or both limb holders prior to her fall, or whether the limb holders had been properly applied. The facility reported that the pt suffered no additional injury from the bed fall. The pt's rep is claiming significant additional brain trauma from the fall, for which the pt underwent cranial surgery. The pt now experiences aphasia and walks with a limp.

Manufacturer narrative:
Product was not retained by the facility and will not be returned. (B)(4).